Event description:
Kimberly-clark received a report from france stating, ¿the tube was placed the (B)(6) and removed on the (B)(6). During the removal by traction (pulling), the retention part breaks. It was a total break and the retention part fell into the stomach but the part was successfully retrieved from the child." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample was returned. No packaging was received and was unable to verify the lot number for the returned sample. The sample tube is detached at the top of the bumper. The distal end of the tube remains attached inside the bumper. There are visible striations on both ends of the detached tubing. There is also a surface scratch on the exterior of the tubing at the distal end. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.